Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found.

Event description:
It was reported that a patient had an epidural hematoma that led to numbness in the torso following the implant procedure. The patient had lost use of the legs and were hospitalized. The hematoma was drained and the device was explanted. The patient was admitted to rehab facility for the recovery.